Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a post-implant check-up with a pocket infection, pocket erosion, and endocarditis. It was noted that it most likely stemmed from their competitor generator change. Entire pacemaker system, including right ventricular lead, was explanted on (B)(6) 2020. Patient was stable after the procedure.